Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 48 hours. Tandem technical support informed customer that wearing the cartridge for over 48 hours, is off label per the user guide. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.